Manufacturer narrative:
Evaluated one opened and used reservoir. Perform pre-fill and visual inspection; found transfer guard¿s needle not centered. Transfer guard needles not parallel to transfer guard body axis. When performing pre-fill reservoir, it was noted that it did not leak.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer changed the entire set and blood glucose was 419 mg/dl. The customer treated the high blood glucose with the insulin pump. Customer's blood glucose value was 293 mg/dl at the time of the call. Customer reported the transfer guard needle was crooked and insulin was coming out. Customer declined to troubleshoot for high readings. Customer was advised the infusion set and reservoir will be replaced. The customer will return the reservoir and infusion set for analysis.